Event description:
A (B)(6) pharmacy called on behalf of the customer. The caller stated the customer's contour meter was reading in mg/dl. The units of measure on the meter should have been mmol/l, but the meter was not configured correctly. The meter is to be returned. The customer was given a replacement meter.